Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s22 phone with android operating system version 13. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizure and was unable to self-treat, requiring treatment of oral, IV glucose and nasal spray by third-party and hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported receiving a "signal loss" message when using the freestyle libre 3 application in use with (samsung galaxy a50/ os 11, app: 3.4.2.9593). An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Attempts to replicate the users complaint using a similar configuration was performed and successfully notifications of glucose alarm were received therefore, this complaint is not confirmed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s22 phone with android operating system version 13. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizure and was unable to self-treat, requiring treatment of oral, IV glucose and nasal spray by third-party and hcp. There was no report of death or permanent impairment associated with this event.